Event description:
There was an allegation of questionable results from the cobas 6000 c 501 (ul). Sample 1 initial calcium gen.2 result was 7.0 mg/dl with a data flag and the repeat result was 9.7 mg/dl. The initial sodium result was 154 mmol/l with a data flag and the repeat result was 141 mmol/l. Sample 2 initial calcium result was 6.5 mg/dl with a data flag and the repeat result was 9.6 mg/dl. On (B)(6) 2025, sample 3 initial calcium result was 5.8 mg/dl with a data flag and the repeat result was 9.3 mg/dl. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The calcium reagent lot number was 821334. The expiration date was not provided. The sodium electrode lot number and expiration were not provided. As qc recovery was acceptable, there was no indication of a performance issue with the reagent. The analyzer alarm trace contained abnormal probe sucking alarms. This can be an indication of possible poor sample quality. Correct pre-analytic sample handling is within the customer's responsibility. The field service engineer found the rinse volumes were too high. He adjusted the rinse volumes and precision testing which was acceptable. The investigation determined the service actions resolved the issue.